Event description:
Reference number (B)(4). Event occurred in the united states. It was reported kink/bend in the tubing to their convatec 23" 6mm inset infusion set when performing a supply change and the user was able to use a new infusion set and insulin delivery resumed. No further information available.

Manufacturer narrative:
E1: patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.